Manufacturer narrative:
(B)(4). (B)(6). (B)(4). [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion at the m1 and m2 bifurcation on the left middle cerebral artery (mca) using the 5 x 33mm embotrap ii revascularization device (et009533 / 19j187av), an intracranial hemorrhage and a distal thromboembolism occurred. During the procedure, a 9f optimo balloon catheter (tokai medical products), the ace¿ 68 reperfusion catheter (penumbra), a marksman¿ microcatheter (medtronic), and chikai black guidewire (asahi-intecc) were used to advance the microcatheter to the m2 descending branch of the left mca from the internal carotid artery (ica). The embotrap ii device was used in accordance to the instructions for use (IFU) for thrombus removal. The treatment in cerebral infarction (tici) score of 2 was achieved at the site of the thrombotic occlusion but hemorrhage at the m2 and distal thromboembolism was confirmed. It was reported that blood flow was blocked at the internal carotid artery (ica) with the 9f optimo balloon catheter. The bleeding was stopped but the occlusion was at the m2. The patient reportedly did not experience any symptoms as a result of the hemorrhage, but he remained hospitalized and suffers from paralysis. The patient¿s modified rankin scale score (mrs) is 5. It is unknown if additional treatment has been performed. Additional event information was received on 05 march 2020, which reported that the patient remains hospitalized with an mrs score of 5. On 09 march 2020, additional event information was provided that indicated that the reporting physician believes that the obstruction (thromboembolism) was caused by the bleeding at the m2. The event was considered serious since the occlusion occurred at the peripheral descending branch of the left middle cerebral artery (mca). The physician commented that the ¿relevance to adverse event was not confirmed because s/he did not press the distal tip against the distal part when the stent was deployed¿ and ¿the microcatheter guidance in a tortuous vessel might have caused this event but it is unknown.¿ based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19j187av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Distal embolization and hemorrhage are well-known extensively documented potential complications associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is increased risk of hemorrhage upon return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). There was no report of any vessel trauma associated with the event and it is unknown if the patient received tpa at the time of stroke presentation. The root cause of the event cannot be determined based on the information available for review; however, clinical, procedural, and pharmacological factors including clot burden, vessel characteristics (i.e. Tortuosity), device manipulation, and tpa may have contributed with no indication of a device malfunction. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion at the m1 and m2 bifurcation on the left middle cerebral artery (mca) using the 5 x 33mm embotrap ii revascularization device (et009533 / 19j187av), an intracranial hemorrhage and a distal thromboembolism occurred. During the procedure, a 9f optimo balloon catheter (tokai medical products), the ace¿ 68 reperfusion catheter (penumbra), a marksman¿ microcatheter (medtronic), and chikai black guidewire (asahi-intecc) were used to advance the microcatheter to the m2 descending branch of the left mca from the internal carotid artery (ica). The embotrap ii device was used in accordance to the instructions for use (IFU) for thrombus removal. The treatment in cerebral infarction (tici) score of 2 was achieved at the site of the thrombotic occlusion but hemorrhage at the m2 and distal thromboembolism was confirmed. It was reported that blood flow was blocked at the internal carotid artery (ica) with the 9f optimo balloon catheter. The bleeding was stopped but the occlusion was at the m2. The patient reportedly did not experience any symptoms as a result of the hemorrhage, but he remained hospitalized and suffers from paralysis. The patient¿s modified rankin scale score (mrs) is 5. It is unknown if additional treatment has been performed. Additional event information was received on 05 march 2020, which reported that the patient remains hospitalized with an mrs score of 5. On 09 march 2020, additional event information was provided that indicated that the reporting physician believes that the obstruction (thromboembolism) was caused by the bleeding at the m2. The event was considered serious since the occlusion occurred at the peripheral descending branch of the left middle cerebral artery (mca). The physician commented that the ¿relevance to adverse event was not confirmed because s/he did not press the distal tip against the distal part when the stent was deployed¿ and ¿the microcatheter guidance in a tortuous vessel might have caused this event but it is unknown.¿